Event description:
Per the clinic, a CT scan confirmed the electrode array was inserted in the vestibule and not the cochlea. Therefore the device can not be activated. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on an unknown date. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6), 2010. This report is filed (B)(4), 2011.

Manufacturer narrative:
The device is not available for analysis.this report is filed (B)(6), 2011. Device not available for analysis.